Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf catheter and there was high abnormal temperature (the temperature cut off value was exceeded) was displayed on the smartablate generator and signals disappeared when the catheter was plugged in. It was confirmed that there were no available means with which to monitor the patient's heart rhythm as all electrocardiogram (ECG) and body surface (bs) signals had noise. The catheter was inside of the patient's body when the noise issues occurred. The catheter was replaced with another one. However, the noise issues persisted. The catheter was replaced again and the issue resolved. There was a 20 minute surgical delay to troubleshoot. The procedure continued. No patient consequences were reported. There are two reports for this event to capture the first two thermocool sf catheters with noise issues. This report is for the second device.